Event description:
It was reported that the asymptotic patient presented for routine generator change with a known history of over-sensing noise exhibited by the right atrial lead. The lead was capped and replaced on (B)(6) 2022. The patient remained stable throughout the procedure and was discharged home.